Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and textured implants. The device remains implanted.

Event description:
Healthcare professional reported right side rupture and textured implants. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified one device appears to be intact with brown particles on the surface, with white biological tissue alongside it. Labeled right. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5; d.6b; h.6.

Event description:
Device has been explanted.